Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was intermittently unable to observe insulin drops exit the infusion set tubing. Customer's blood glucose would go up to 270 mg/dl and was addressed with manual injections. The customer declined further troubleshooting.